Manufacturer narrative:
Correction: h6 (investigation findings and investigation conclusions codes).

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide on the 2008t machine came loose and tore the tubing of the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. No diagnostic messages or audible alarms were received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Treatment was restarted and completed on a different machine. The biomed indicated that the machine has approximately 8,000 operating hours. The rotor is not original to the machine. A replacement rotor was ordered. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide on the 2008t machine came loose and tore the tubing of the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. No diagnostic messages or audible alarms were received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Treatment was restarted and completed on a different machine. The biomed indicated that the machine has approximately 8,000 operating hours. The rotor is not original to the machine. A replacement rotor was ordered. The sample was reported to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the blood pump rotor was returned to the manufacturer for physical evaluation. The returned rotor has a loose sleeve (guide sheave) on one of the rear guide pin, however, the sleeve could not be removed from the pin. There are signs of debris on the pin. The other rear sleeve is loose which can be easily removed the pin and the pin have signs of debris and wear marks. The returned rotor was installed onto the blood pump module of a test machine for testing. A patient test was performed with fresenius¿s combiset bloodline and water in dialysis (blood pump rate set at 450 ml/min) for 2 hours. The rotor did not damage the bloodline and there were no fluid leaks nor alarms during the test. The defective sleeves stayed on the guide pin without dislodging throughout the test. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical services that the blood pump rotor tubing guide on the 2008t machine came loose and tore the tubing of the bloodlines during the patient's hemodialysis (hd) treatment resulting in blood loss. No diagnostic messages or audible alarms were received. The patient's estimated blood loss (ebl) was not provided. No serious injury or required medical intervention was reported. Treatment was restarted and completed on a different machine. The biomed indicated that the machine has approximately 8,000 operating hours. The rotor is not original to the machine. A replacement rotor was ordered. The sample was reported to be available to be returned to the manufacturer for physical evaluation.